Event description:
The balloon on catheter was broken, which resulted in the catheter piece left in the bladder. The device was placed in the hospital setting. A provider in the clinic setting was able to remove.